Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt of the subject device, an issue relative to lead tip fixation was reported. After fixing the lead tip to the ventricle wall, the lead dislodged. Several unsuccessful attempts to retract the screw were made, and it was confirmed by x-ray that the helix would not retract. Impossible retraction of the helix was confirmed by the physician after the lead was extracted.